Manufacturer narrative:
The investigation of low pump flow has been completed. The returned product was inspected and there were no physical abnormalities. There was dried dextrose around the impeller. The pump was run in the lab after soaking and low pump flow was not reproduced. The data logs show continuous suction alarms while the pump was on p4. There were also continuous 'impella position unknown" alarms. The clinical details mention patient was on as on 5lpm flow venoarterial extracorporeal membrane oxygenation (va ECMO) support and transesophageal echocardiogram (tee) confirmed inlet deviated toward apex and 5.1cm from aortic valve annulus. The logs indicate that pump was unable to flow higher than p4. The root cause of the low pump flow was most likely due to patient condition as evidenced by continuous suction and ECMO support. D9 date device returned to manufacturer added. D6b explant date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26803. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26803 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp and was escalated to an impella 5.5. While on the impella 5.5 the motor flat initially when started. Pulse pressure was 5 when impella first turned on. Motor remained flat as pulse pressure widened to 20 however later on unit motor still flat. Unable to flow above p4 even with reduction on extracorporeal membrane oxygenation flows. The patient remained stable and the plan was to remove the pump however no other information provided.